Manufacturer narrative:
H10: the reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of pm/ calibration was confirmed during servicing activities. There was no reported patient involvement.the device is used for therapuetic purposes. H11:g4

Manufacturer narrative:
The customer returned the device for pm/calibration. Repair was completed through the service repair process for damage that was found during investigation. The air in line sensor assembly that caused the rate error was replaced and lvp bezel post recall activity was completed. The proximate causes for the damaged components found during pm/calibration are as follows: ail sensor assembly was observed cracked due to wear. Bezel assembly was recall affected due to mechanical failure.

Event description:
The device was found to have damaged components.